Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump went into a threshold suspend. The patient's blood glucose level was 81 mg/dl at the time of the call. The customer informed that their sensor glucose and blood glucose values were in the acceptable 20 percent range. The customer was explained why the threshold suspend occurred and was educated to exercise habits to avoid future issues. The customer was advised to monitor their insulin pump for any further issues. The customer did not return the product back for analysis.